Manufacturer narrative:
Findings: unit had minor scratched display window, scratched case, missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. Unit had no button response on the down button due to moisture damage on the keypad traces. The electronic assembly and motor had moisture damage. Unable to perform the leak test due to reservoir tube damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked at the reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.